Event description:
It was reported that a spectrum pump's battery module contained evidence of heat damage. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Evidence of corrosion was confirmed as a result of fluid intrusion. No parts were replaced in relation to the reported symptom as the device was scrapped.